Event description:
It was reported that a day post water vapor therapy procedure, a patient experienced pain. Four days post the procedure, the patient was admitted to the hospital. The patient was measured for high infection and was put on IV antibiotic treatment (dose unknown). Two days within hospitalization, the patient was diagnosed with bacteria in his blood. Two days later, a magnetic resonance (mr) was performed and test results showed the patient probably has spondylitis. Ten days after the hospital admission, the patient was discharged and continued on an antibiotic treatment for two months. Two months post hospital release, the patient 's symptoms resolved. The patient is now recovered and can urinate with good flow. It was noted that the water vapor therapy procedure had gone well and there were no allegations against the device. The physician suspects that the infection was possibly caused by the rezum procedure or the anesthesia.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of bacterial infection, pain and inflammation are known risks associated with use of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.